Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. Reportedly, the field representative was informed that the patient will undergo an extraction procedure due to endocarditis and potential vegetation on the lead. No additional adverse patient effects were reported. The rv lead was explanted.